Manufacturer narrative:
The device was returned for evaluation and was received with the swivel base having both lateral, and rotational movement while in the locked position. The large starburst showed some wear but was still functional. All other components were in good working order and in need of general cleaning. The DHR documentation showed no abnormalities related to the reported failure. The unit was manufactured in 2015. The reported complaint was confirmed via inspection of the unit. The returned unit showed many signs of wear, required some repair, and general cleaning. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI # (B)(4).

Event description:
A customer reported that the a1059 mayfield modified skull clamp needed repair. There was no known patient injury reported, or delay in surgery.